Manufacturer narrative:
Additional information for describe event or problem: the cause of peritonitis was due to catheter site infection (non baxter product). It was unknown if the patient was hospitalized as a result. On an unreported date, the patient started treatment with unspecified cephem antibiotics (doses, frequencies and route of administration not reported) for the catheter site infection. At the time of the report, the patient was recovering from the event. Baxter disposable devices are no longer considered suspect products in this event. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. The cause of the peritonitis was not reported. It was not reported if the patient was hospitalized for the event. Treatment for the event, patient outcome and action taken with dianeal therapy were not reported. No additional information is available.